Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
Allegedly, the patient underwent a surgical procedure to graft the left distal radius. It was reported that the fusion failed and the patient had a non-union. The patient underwent a revision surgery to close the gap at the original osteotomy site. No additional patient complications were reported.